Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set leaked. The catheter was inserted in either the subclavian or femoral vein. It is the facility's standard practice to attach a competitor's 3-way tap to all lumens. The catheter was infusing total parenteral nutrition (tpn) and/or noradrenaline. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device were conducted during the investigation. One used 7fr catheter was returned to cook for evaluation. Visual inspection of the catheter found the blue hub was cracked. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related sub-assembly lots 6 revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ packaged with the device contains the following in relation to the reported failure mode: warnings: ¿the safe and effective use or central venous catheters with power injector pressures (safety but-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions ¿catheter should not be used for long-term indwelling applications.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded that the main cause of failure was a component failure without a design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. A CAPA was previously opened to further investigate this failure mode. The CAPA investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc (central venous catheter) hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set e1 - customer (person): postal code: (B)(6) e3 - occupation: clinical products advisor this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set leaked. The catheter was inserted in either the subclavian or femoral vein. It is the facility's standard practice to attach a competitor's 3-way tap to all lumens. The catheter was infusing total parenteral nutrition (tpn) and/or noradrenaline. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.